Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal ICD change procedure, lead to can abrasion was observed. The lead was replaced.